Event description:
It was reported that following the sterilization process blood was leaking out of the drill. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and samples were taken for analysis. This report will be updated when the investigation is completed.